Event description:
It was reported that thrombosis occurred.a left atrial appendage (laa) closure procedure was being performed. Trans-septal puncture (tsp) was performed, and a watchman fxd access system (was) was advanced across the septum into the left atrium. A pigtail catheter was advanced through the was to cannulate the laa. Intracardiac echocardiogram (ice) was used during the tsp and remained in use while tracking the pigtail into the laa. As the pigtail was advancing out of the was, a possible thrombus was observed on the pigtail catheter. The physician attempted to aspirate the suspected thrombus into the pigtail catheter using a 60cc syringe. The suspected thrombus moved slightly back into the lumen of the pigtail catheter. Negative suction was applied to the distal end of the pigtail catheter with the 60cc syringe while the pigtail catheter was simultaneously withdrawn into the was and the entire unit was pulled back into the right atrium and out of the patient's body. Once outside of the patient, the pigtail catheter was flushed, and the suspected thrombus was observed. It was unconfirmed if the removed object was septal tissue or thrombus. The laa was visualized and confirmed to be clear of debris. A new tsp was performed with new equipment. A new was was positioned, and a watchman closure device and delivery system (wds) was inserted. The closure device was successfully implanted in the intended location. Post-procedure, the patient awoke on the post-anesthesia care unit with no signs or symptoms of stroke. During the procedure the activated clotting time (act) was 347.